Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 300-400 mg/dl when using the infusion set. His normal blood glucose range is 150-250 mg/dl. He bolused through the infusion device to lower his blood glucose with no success. He injected insulin via syringe to lower his blood glucose. He stated he also experienced issues while inserting the infusion set headsets. He stated the cannulas would bend against his skin. Over time he learned to insert the headsets without this happening. He also reported the infusion sites leaked a "couple" of times. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced. The infusion set will not be returned for eval.